Event description:
It was reported that during a laparoscopic intraperitoneal onlay mesh (ipom) plus procedure, after mesh orientation, the first tacker exhibited poor penetration of the tack. Tacks were disengaged into the cavity of the patient and could not be retrieved. Moreover, the second tacker did not fire at all. To resolve the issue and complete the case, a competitor tacker was used.

Manufacturer narrative:
D10 concomitant product: abstack15, abstack15 abs fixation device 15 tacks, (lot #n5k1784y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.